Event description:
It was reported to philips that the device experienced battery charger not working. There was no report of patient involvement.

Manufacturer narrative:
It was reported to philips that the device experienced battery charger not working. There was reportedly no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem which was traced to the ac power supply not working. Upon conclusion of the evaluation, it was determined that this was a malfunction of the ac power supply, which was replaced and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.